Event description:
No additional information has been provided.

Manufacturer narrative:
Device evaluation: visual inspection of the returned product confirmed the distal plug disassociated from the housing tube. As per the provided photo and the received disassembled nail, all the nail's components have been retrieved. Due to the limited information received, no cause could be determined for the confirmed failure. Although the cause is unknown, the cause of the reported event is likely related to the techniques that were used during the implant removal procedure.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that while extracting the nail and following the removal procedure including use of retention plug driver, the distal portion of the nail remained inside the tibial canal. The surgeon then removed 6 separate components which took some time, but the retention plug fell inside the canal and could not be retrieved.